Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  1.5 months ago, the patient tried to "reprogram" their "programs" and they weren't able to connect. The patient stated that the external device "couldn't find it." (Patient services infers that the patient meant the implant.) The patient stated that their external devices were charged. They started having pain in the last 5 or 6 months. The patient stated in the last 3 years since they were implanted they "must have fallen or something" and they think something moved. The patient reported their hip was "killing" them and that they could hardly walk and that made it really hard to get up in the middle of the night. The patient stated they needed the device out.  Patient services advised the patient that they needed to follow up with their managing hcp and tell the hcp about their reported concerns so the hcp could check the implanted system. The patient stated they waited 3 months now to call because they thought the pain might have been their fibromyalgia but the patient has since ruled the fibromyalgia out as a potential cause. In the context of this discussion the patient stated there were only a couple of programs that "hit the right place," and the patient reported instances of stimulation that would go down their right leg. The patient stated that now it was going down their right leg and it was hurting quite a bit. The patient also stated they were not happy with their current managing hcp, the patient that the patient needed the stimulator for bowel and had instead implanted the stimulator for their bladder. Troubleshooting was unable to be performed as the patient did not want to troubleshoot. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation down the leg/not connecting/pain and unable to walk was unknown. The patient questioned if the surgeon used the wrong nerve. The steps taken were the patient was not using that program. The issue was not resolved. When asked if the fall impacted the device the patient reported it was unknown. The patient reported the right side unable to sleep on due to nerve pain.